Event description:
It was reported that a clearlink system continu-flo solution set leaked from an unknown location. This was observed during patient infusion with unspecified chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: it was reported that the leak was noted 14 hours and 39 minutes ¿after hang¿ in the patient¿s room. As a result, the infusion was discontinued and 218ml of chemotherapy drug was remaining in the bag (omitted on initial). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.